Event description:
It was reported that during a gastrectomy procedure the anvil did not open after firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.